Manufacturer narrative:
(E1) initial reporter address 1: 2-11-30 kitano, kiyota-ku, sapporo.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition.